Manufacturer narrative:
(B)(6). Affiliation information into ¿ federal state budget institution (B)(6)". Brand name - foley catheter size ch12. Combination product ¿ no. Otc product ¿ no. (B)(4) .based on the available information, this event is deemed a product malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
Complaint received from the (B)(6) reporting that "during the use of the foley catheter, the health care professionals could not blow out the balloon of the catheters. The health care professionals had to fill the balloon with additional amount of sterile physiologic saline until the balloon is broken and the catheters could be taken out of the urethra. There was a risk of urethra damage." Follow up was attempted, no harm was affirmed / reported, no further information is available.